Event description:
Customer initially reports "needle broke during the epidural procedure. Pt needed surgery to remove the needle."

Manufacturer narrative:
On 07/06/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the product was returned and the needle was broken about in the middle of the needle. It was also apparent that the needle was bent significantly near the hub. Based on the visual evaluation, it appears that the needle was bent multiple times beyond the capability of the material. Additionally, the complaint analysis and inspection results indicate there is not a trend associated with this type of complaint. Device history evaluation - the device history record was reviewed and the product met all specifications at the time of manufacture. Conclusion: based on the evaluation of the returned device, the root cause appears to be related to over bending of the needle.

Manufacturer narrative:
To date the device involved int he reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.